Manufacturer narrative:
"Problem product" should be corrected to "adverse event" in the initial MDR. "06-may-2019" should be corrected to "02-may-2019" in the intial MDR. - "malfunction" should be corrected to "serious injury" in the initial MDR. Additional information: "required intervention" should be added in the intial MDR. "Lens rotation" should be added in the initial MDR. Device code: 2923- device dislodged/dislocated. Claim# (B)(4).

Manufacturer narrative:
"Reportedly, the lens remains implanted." Should be corrected to "the lens was exchanged and the problem was resolved." In the initial MDR. Patient code: 3191- secondary surgery intervention, exchange. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -17.5/+4.0/089 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. The surgeon reports refractive surprise and refractive change over time. Reportedly, the lens remains implanted.